Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after inflating the balloon with 20cc, the nurses observed a leak alongside the shaft. After removing the catheter, the nurses noticed that the balloon has deflated.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No sample returned for investigation, thus no physical examination able to perform. Based on the investigation conducted, leak balloon may have likely happened due over inflation of the balloon. Therefore , this complaint could not be confirmed.

Event description:
It was reported that after inflating the balloon with 20cc, the nurses observed a leak alongside the shaft. After removing the catheter, the nurses noticed that the balloon has deflated.